Event description:
It was reported that balloon burst occurred. A 4.0mm x 100mm x 150cm coyote balloon was advanced for dilation. However, during the procedure, it was noted that the valve was very resistant and burst the balloon. The procedure was completed using an athletis balloon catheter device. There were no patient complications as a result of this event.